Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively the patient experienced frequent premature ventricular contractions and torsades. It was also deemed that there was possible interaction of the leadless implantable pulse generator (ipg) with the valve resulting in ectopy and possible arrhythmia generation. The patient was cardioverted and the leadless ipg was explanted. No further patient complications have been reported as a result of this event.